Event description:
It was reported that a transmission showed frequent vertical dashed lines indicating loss of telemetry. The device remains in use. It was also noted that the right ventricular (rv) lead showed very low amplitude. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).